Event description:
It was reported that the patient has expired due to unknown reasons. The date of patients' death and implant duration are unknown. It is also unknown if the death was device related. No further details were provided.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. It was also noted that the patient had another device implanted (model 2900); however, it was considered to be not reportable, as that device is currently sold internationally only. A device history record review is in process. Two requests were made (via e-mail) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.

Manufacturer narrative:
The device history record (DHR) review was completed, and there was no nonconformance found related to this event. No customer letter required.

Event description:
Per the clinic, the patient experienced non auditory response. The results of a MRI indicate a partial insertion of the electrode array in the cochlea along with damage to multiple electrodes.the patient was explanted (date nor reported), and the patient was reimplanted with a new device during the same surgery.